Event description:
No rotor or dye study was performed. The patient ¿really suffered¿ because of the event and needed more pt (physical therapy).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
A critical alarm was heard and confirmed by telemetry. The pump went to minimum rate mode. The hcp read the pump and the logs note the battery was depleting. The hcp has always used lioresal. The patient started hearing the alarm and went to the emergency room (ER) last night but they didn't do anything for her. The patient was going through withdrawal. The patient¿s blood pressure was high, her feet were swelling and she was tight and spasticity had increased. Patient was feeling pins and needles in the upper extremity. Patient's lower right extremities started getting tight. The alarm was due to battery low/reset ¿and it changed the dose to a minimum rate. Zero noted in pump information prior to the battery low. The patient had increased spasticity in one of her legs starting around (B)(6). The patient is going to have the pump replaced once stable from withdrawal. The patient followed up with the physician on (B)(6) 2015. The patient was prescribed oral baclofen (treatment medication). The patient was going to see her primary care doctor to run some more tests. On (B)(6) 15 it was further reported that the patient was on oral baclofen; 20 mg four times a day by mouth. The patient said the first four days of withdrawal which started on (B)(6), she had auditory hallucinations. She heard music all the time. The itching and disorientation has stopped. Her primary care provider (pcp) put her on lasix for edema in legs and was doing a cardiac work up. The patient is seeing an alternate physician on (B)(6) 2015, and if he feels she is stable, she may get her replacement pump on friday. Per the pump¿s log safe state occurred; low battery reset occurred on (B)(6) 2015. The pump was replaced. The event severity was considered ¿moderate¿ and related to the device/therapy. The outcome was resolved without sequelae. The pump was used to deliver lioresal

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. (B)(4).